Event description:
Discordant advia centaur troponin ultra patient result was obtained on a patient sample. The result was reported to the physician. Upon retest, the corrected result was reported to the physician. There is no known patient intervention or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin ultra patient result was the acid pump dispensing an incorrect amount of acid. Reagent probes 1 and 2 required recalibration, as well. The instrument was operational. The instrument is performing within specifications. No further evaluation of the device is required.